Event description:
It was reported by a clinician that a remote monitor had a failed transmission and the implantable pulse generator (ipg) experienced a possible reset; the serial number displayed all zeros. The device had a pop-up reset message occur during interrogation. No parameters required a reset. Device at same rate and mode as when last seen. The device remains in use as well as the remote monitor, as it is working as expected.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).